Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not lock out after 24 hours of customer accessing it. A technical support specialist investigated why the cubies were not locking and found that a crashed hard drive replacement process had occurred prior to the issue, and the medbank cabinet setting for locking cubies did not carry over during that process. After reviewing the customer profile, confirmed that the locked cubie setting should have been enabled, enabled the locked cubie setting on the cabinet, which should resolve the issue of the cubies not locking. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user stated that a controlled substance cubie that did not lock out after 24 hours of nursing accessing it and this issue happened again with another cubie 01 03 (alprazolam). There were no adverse events or injuries reported based on this event.